Event description:
Started pt's IV without problems. Upon connecting pt's IV tubing to hub of 20 g insyte IV began leaking. Upon observation the hub was missing a portion of the rim where it was connected to IV tubing. Had to remove catheter and restart IV.